Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician alleged rv lead damage, although it was not confirmed. No intervention has been performed. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information of session records were received. Analysis of session records by abbott technical support confirmed the event of noise resulting in oversensing. No intervention was performed. The patient was in stable condition.